Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However the stm was able to verify the issue in the iabp's error logs. The stm noticed a visible film of dried cleaning solution on top and bottom touch screen. The stm cleaned the top and bottom displays with manufacturer recommended cleaning method. After cleaning of touch screen and re-calibration, the touch screen error could not be duplicated. The stm verified iabp calibrated and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during system start up of the cardiosave intra-aortic balloon pump (iabp) that a power-up code #6 occurred. There was no patient involvement, thus no adverse event reported.